Event description:
A us distributor contacted zoll to report that a patient developed a open wound under the lifevest equipment. Patient described the area as bleeding open wound. The patient has a sternal surgical wound due to open heart surgery. The patient reported being hospitalized and given wound care. Outcome of the irritation is unknown.